Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-03576. It was reported that one of the patient's leads migrated. The migrated lead had high impedance. As a result, surgical intervention was undertaken where in the migrated lead was explanted and replaced. Effective therapy restored post-operatively. It is unknown which lead is liable so both leads are reported.